Event description:
It was reported the catheter was leaking at the extension line. The doctor inserted a primed catheter in the patient and a leak was displayed during blood draw. The cathter was replaced with a new PICC set. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The first photo displays the lidstock and the second two photos display a 2-l cvc catheter in a tray. No damage is observed in the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and one finding was identified. A non-conformance was initiated for 13c22a0158 and 13c21k2368 for the issue of component missing. This non-conformance is not related to the customer complaint. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was not able to be confirmed by visual inspection of the customer supplied photos. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was leaking at the extension line. The doctor inserted a primed catheter in the patient and a leak was displayed during blood draw. The cathter was replaced with a new PICC set. No patient harm was reported. The patient's condition is reported as fine.